Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they have/had a urinary tract infection (uti). As a result of what was reported, they were advised to contact their healthcare provider (hcp) with health concerns. The next day, patient said they urinate more often because of their uti. On "(B)(6)", patient did not feel like therapy was working for them because of their uti, but they believe the antibiotics will stop the void frequency. As a result of what was reported, they were advised to contact their hcp for medical advice or if they had questions about their health. No device issue was reported and no further patient complications have been reported as a result of this event.